Manufacturer narrative:
When the unit was received, the handle covers were disassembled to expose the sheath pull wire. Further disassembly of the handle halves revealed where the sheath pull wire was broken. The image below shows the wire still attached to thumbwheel via the crimp joint, but broken 98mm distally of the thumbwheel. It was also observed that the wire has loops. Inside of the handle halves, the other half of the broken pull wire can be seen exposed sticking out of the handle halves slot. When looking within the y-hub a kink can be observed via the pull wire indicating looping within the handle. There were no significant gaps in found in the handle covers nor at the proximal end of the handle halves. If the pull wire is trapped between the handle halves it cannot distribute the additional wire length to the wrappings around the ratchet spool and instead must put the extra wire length inside the handle halves, which can lead to a wire loop forming. The failure was recreated and verified with x-ray imaging through the assembled handle. Root cause: the device failure occurred dur to manufacturing operator error. At multiple points during the handle assembly, operators are trained and procedures instruct to verify the pull wire is not trapped. Lot history records verify that a new operator assembled this device who failed to verify the pull was was properly positioned. Summary of investigation: it is believed that the sheath pull wire became wedged in-between the seam of the handle halves during handle attachment (op. 030, doc. 021981 rev. 4). In this case, when the user went to de-sheath the filter frame chassis, the wire snapped in the handle halves. This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination.

Event description:
It was reported that the neuroguard stent iep sys ng-nv-7-40 was attempted to be used in a procedure involving plaque in the distal right common carotid artery, which was characterized by minimal vessel tortuosity, minimal calcification, and less than 60% lesion stenosis. During [device] preparation, resistance was encountered while advancing the sheath over the filter. The sheath used was an 8fr 11 cm non-contego (terumo, and the guidewire was a 0.038 non-contego (terumo) glidewire. Embolic protection was utilized but the make and model were not specified. No vessel pre-dilation was performed, and the device was not passed through a previously deployed stent. It was also reported that the stent could not be deployed. The device was safety removed, and the [carotid artery stenting] procedure was completed using a new non-contego device. No patient complications have been reported as a result of this event. Additional information was received from the sales rep who stated the IFU was followed during pre and in use. It was also stated the neuroguard iep system was not used with a distal embolic protection device. The 0.038 wire was used for access to the common carotid artery, and an aristotle wire was then used to deliver the neuroguard. The sales rep clarified the 8fr 11 cm sheath was used to access the femoral artery, and a 90 cm cerabase was placed in the common carotid artery, through which the neuroguard was delivered to the common carotid artery. It was reported that the sheath would not retract at all.